Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification with respect to the reported "will not auto restart after downstream occlusion," which was identified and confirmed during evaluation. It was determined that the depth from the downstream sensor flex mounting surface to the downstream plate was below specification. The downstream sensor current reading was also found above specification with a fluid filled set loaded (high readings). The downstream shim was reworked to correct this condition. Additional information: high readings.

Event description:
During baxter's evaluation of a spectrum pump, the device would not auto restart after a downstream occlusion. There was no patient involvement.